Event description:
During a routine follow-up dated (B)(6) 2016, the patient reported to the physician that sometime he can hear a noise like electric buzz probably coming from the subject device. A list of date, timing and duration of the noise was provided to the physician. Explanations are required.

Event description:
During a routine follow-up dated (B)(6) 2016, the patient reported to the physician that sometime he can hear a noise like electric buzz probably coming from the subject device. A list of date, timing and duration of the noise was provided to the physician. Explanations are required.